Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. A watchman® access system was inserted into the patient. Blood was leaking from the hemostasis valve which was noted to be difficult to close. There was a guidewire and pigtail catheter in the access system when the blood leak occurred. The physician used gentle pressure and a clockwise (tightening) motion to try to correct the leak. The blood leak was controlled by using thumb pressure while prepping for a new access system to be used. The access system was removed and exchanged for a new one. There were no patient complications and the patient's condition is stable.